Event description:
The complainant reported that a vaxcel chest port was implanted approximately two years for therapeutic purposes (exact date unknown). During a planned surgical removal in 2006, it was discovered that there was a partial separation of the catheter from the port. The port was surgically removed without complications. The complainant reported that therapy had been completed at the time of explantation and it is unknown whether the chest port was partially separated inside the patient or upon removal. There was no indication from the complainant of any additional adverse effects to the patient as a result of the reported malfunction.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.